Manufacturer narrative:
The user facility did not disclose the lot number subject of the reported event. The detached brush head component of the subject device has been returned to steris endoscopy for evaluation, however a full evaluation could not be completed with the partial device. The gemini cleaning brush instructions for use include the following statements: "original equipment manufacturer's guidelines regarding the care and cleaning of individual endoscope channels must be reviewed prior to the use of any cleaning brush. If the channel(s) are known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope, as this may result in damage to the channel." Following the reported event, the distributor confirmed the user facility is now more attentive to the brush and cleaning process. No additional issues have been reported.

Event description:
The distributor reported that following procedural use of the endoscope, user facility personnel found a cleaning brush component from prior reprocessing had been retained in the endoscope. No report of harm to the patient.